Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 694758, lead; implant: 2012-(B)(6), model: 407645, lead; implant: 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead had dislodged from its original position, resulting in high threshold levels. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.